Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer's levels had been as low as 20mg/dl. The customer's most current level was 161mg/dl. The customer was treated by paramedics and taken to the hospital. Troubleshoot was conducted. The customer was advised the pump would have to be replaced. The customer was advised the pump was out of warranty. The customer states they would call back at a later time to discuss replacement policy.